Manufacturer narrative:
Patient reported diagnosis of left-side capsular contracture, baker grade iii. Patient scheduled procedure including removal and replacement with identical implant.

Event description:
Patient diagnosed with capsular contracture, baker grade iii - left-side device.